Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.

Event description:
A voluntary MDR/medwatch report was received on 11/05/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to a report received via maude the pediatric patient experienced inaccurate cgm readings compared to fingerstick blood glucose measurements. In the morning on 10/13/2025, the cgm displayed 100 mg/dl, while a fingerstick measurement was 98 mg/dl. A few hours later, the patient developed symptoms, including violent shaking of the head and leg and difficulty speaking. At that time, a fingerstick reading showed 38 mg/dl, while the cgm indicated 122 mg/dl. A second fingerstick confirmed 40 mg/dl. The parent administered coffee and orange juice, which the patient was able to consume. Symptoms resolved approximately 20 minutes after ingestion. No additional treatment was reported, and there was no documentation of medical intervention. Following recovery, the cgm reading was 125 mg/dl, and the fingerstick measurement was 70 mg/dl. The patient was stable at the time of reporting. No further details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid prior to the patient developing symptoms. The reported glucose values fall within the d zone of the parkes error grid prior to the parent administering coffee and orange juice. The reported glucose values fall within the c zone of the parkes error grid after recovery. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5177609 diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e2336 shock/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available. B1 adverse event and/or product problem - additional information b2 outcomes attributed to adverse event - additional information b5: describe event or problem - correction/additional information b6 relevant tests/laboratory data,inclu - correction/additional information e4 initial report also send to FDA - additional information g2 report source - additional information g2 report source other - additional information g3: date received by mfg - correction g6: type of report - updated/follow-up h1 type of reportable event - correction h2: type of follow up - correction/additional information h6: health effect - impact code - correction/additional information h6: health effect - clinical code - correction/additional information h10: corrected data h10: related report numbers h11 additional narrative concomitant medical products - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c and d zone of the parkes error grid. He data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).